Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was ongoing. No additional information is available.